Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance alleged the pt positioning monitor (ppm) is not alarming at the bed. The siderail does indicate that the ppm is alarming.